Event description:
Pt had a cypher stent implanted. He reports suffering from hypersensitivity to all drugs, detergents, soaps and most fabrics and has appendicular muscle aches and itching around the torso. He has been suffering from his current itching and muscle aches for approx six months post implantation. Approx two years later, pt called to report adverse event. Pt reportedly suffered a "heart attack," and was admitted to the hospital where it was noted that the stented portion of the artery was "75% restenosed and 25% filled with clot." Emergency revascularization of the previously stented area was performed with two guidant stents. Physician is aware of this event, and this event is resolved.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.